Event description:
Caller alleged discrepant results using the inratio meter: results as follows: inratio: 2.3, lab: 20. 4.9, 4.3. 5.0, 3.8. Pt was unsure on what days the corelations occurred. Less than 5 minutes between tests. Pt is using autolet with 23 gauge needle.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: na, inratio: 2.3, reference: 2.0, mean: 2.15, confidence limits: 1.4 - 3.1. Date: na, 4.9, 4.3, 4.60, 2.5 - 6.5. Date: na, 5.0, 3.8, 4.40, 2.5 - 6.5. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Unable to perform retained strip test due to unk strip lot number on the event details. No further investigation is required. Conclusion: analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability of inr testing. No strip lot info was provided. No product was expected to be returned. This issue will be subject to tracking and trending. Corrective action not required at this time.